Event description:
The customer reported that the aliniq ams software auto-released invalid wbc and differential results, which were generated by the alinity hq analyzer, for a patient. The following results were provided: sid (B)(6): seq# (B)(4), (B)(6) 2025; wbc = 11.4 x 10e9/l (invalidated with x); neu = 7.07 x 10e9/l (invalidated with x); neu% = 62.3% (invalidated with x); lym = 2.91 x 10e9/l (invalidated with x); lym% = 25.6% (invalidated with x); mono = 1.25 x 10e9/l (invalidated with x); mono% = 11.0 % (invalidated with x); eos = 0.0 x 10e9/l (invalidated with x); eos% = 0.0% (invalidated with x); baso = 0.122 x 10e9/l (invalidated with x); baso% = 1.07% (invalidated with x); ig = 0.001 x 10e9/l (invalidated with x); ig% = 0.011 % (invalidated with x); nrbc = 0.00 x 10e9/l (invalidated with x); nr/w = 0.00 (invalidated with x); rbc = 2.51 x 10e12/l (invalidated with x); flag: var lym flag; there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, and a labeling review. Return testing was not completed as returns were not available. The investigation found that the issue occurred because a parameter in the sample was either not properly identified or not measured, causing some measurements to go unrecognized. The customer uses a customized set of ams rules designed for hematology. The rules were configured to remove the ¿x¿ flag and evaluate the numeric value. In the examples provided, the numeric values did not meet any conditions that would require the result to be held. Since no rule conditions were met, the system proceeded with automatic validation. A review of tracking and trending for the aliniq ams software did not identify an increase in complaint activity related to the complaint issue. The current ticket is the sole complaint for the reported issue. The device history record was reviewed and did not identify any non-conformance's or potential non-conformance's related to the issue described in the current complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified with the aliniq ams software, version 3.02.

Event description:
The customer reported that the aliniq ams software auto-released invalid wbc and differential results, which were generated by the alinity hq analyzer, for a patient. The following results were provided: sid (B)(6): seq# 207400 (hq01161) (B)(6) 2025, wbc = 11.4 x 10e9/l (invalidated with x) neu = 7.07 x 10e9/l (invalidated with x) neu% = 62.3% (invalidated with x) lym = 2.91 x 10e9/l (invalidated with x) lym% = 25.6% (invalidated with x) mono = 1.25 x 10e9/l (invalidated with x) mono% = 11.0 % (invalidated with x) eos = 0.0 x 10e9/l (invalidated with x) eos% = 0.0% (invalidated with x) baso = 0.122 x 10e9/l (invalidated with x) baso% = 1.07% (invalidated with x) ig = 0.001 x 10e9/l (invalidated with x) ig% = 0.011 % (invalidated with x) nrbc = 0.00 x 10e9/l (invalidated with x) nr/w = 0.00 (invalidated with x) rbc = 2.51 x 10e12/l (invalidated with x) flag: var lym flag, there was no impact to patient management reported.